Event description:
The customer contacted stryker to report that their device would not give audio prompts. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
The product assessment center (pac) technician evaluated the device was not able to verify and duplicate the reported issue. The device was returned to stryker without the battery. The technician tested the device with another battery and the device was working properly. A cause of the reported issue could not be determined. The device was archived by stryker.

Manufacturer narrative:
The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not give audio prompts. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.